Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed for a system error 105. The customer stated that there was no patient injury.